Event description:
It was reported that the impedance trend on the atrial lead has been increasing for the last two years and is now high in bipolar. The pacing was reprogrammed to unipolar and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.